Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a rupture. Healthcare professional reported "several minor indurations" device remains implanted. Left side.

Event description:
Patient reported a rupture. Healthcare professional reported "several minor indurations" capsular contracture, baker grade iii, and silicon granuloma. The device has been explanted. Left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., d6b., h.6. The events of capsular contracture baker grade iii and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture baker grade iii and granuloma.